Manufacturer narrative:
A ge oec service rep investigated the issue and found the x-ray control board was corrupt. The battery was removed from the pcb and re-installed to restore function. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy system displayed data error.